Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (360 mg/dl). Customer delivered a bolus to address elevated bg levels and bg levels dropped to 60 mg/dl. Reportedly, the cause for fluctuating bg levels was due to the settings being adjusted by the customer's health care professional. Customer is new to the pump and reported the pump settings were being adjusted by the customer's health care professional. Customer drank juice to address low bg levels.